Manufacturer narrative:
Pump received with blank display no power due to corroded battery cap and battery tube compartment noted. Pump passed displacement test, idle current, run current, self-test and off no power test. No alarm error during testing.

Event description:
The customer reported via phone call that the battery of the pump was no longer working as designed. Customer¿s blood glucose level was 127 mg/dl. Customer stated that insulin pump went blank. Customer stated that the insulin pump received low battery. The insulin pump will be returned for analysis.